Event description:
The physician reported when the guide wire was opened and prepared, he noticed the guidewire length was incorrect. The physician did not disclose any additional details regarding the event, only that this discrepancy was noticed during preparation before the procedure. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.